Manufacturer narrative:
Device available for eval?: changed no to yes and added date returned to manufacturer added aware date. Additional information box checked.

Manufacturer narrative:
The low profile abutment screw consistent with the drawing was returned fractured. There appears to be biological material present on the screw. The screw is in used condition and there is no observable damage to the screw other than the fracture. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported the abutment screw fractured. The implant remains placed.